Manufacturer narrative:
Calibration signals were lower than expected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant troponin t hs results for one patient on a cobas 6000 e 601 module. The initial troponin t result was 34.75 pg/ml. The physician did not believe the result. The sample was repeated twice and the results were 3.00 pg/ml with a data flag. There was no allegation of an adverse event. There were erroneous results reported outside of the laboratory. The troponin t reagent lot number was 295258 with an expiration date of 31-mar-2019. The inial investigation determined the qc was acceptable. The alarm trace showed a sample aspiration and probe errors prior to the initial sample testing. The investigation is ongoing.